Event description:
Information received indicates the brake is not holding when engaged. The caster wheel moves slightly with the brake engaged.

Manufacturer narrative:
The technician found the brake mechanism inside the caster base was worn. He replaced a brake caster at the head and the foot end of the stretcher to repair the bed.